Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that following the scs ipg implant procedure, the ipg read an error message 'problem was found with the generator'. Troubleshooting was attempted which did not provide resolution. As a result, scs ipg was explanted and replaced (surgery on (B)(6) 2017) with a new model.

Event description:
Additional information received that post operatively effective therapy was restored. Patient has no issues.

Manufacturer narrative:
Service app CAPA verbiage and number and device evaluation codes were inadvertently missing in the initial report. The additional report consists of missing information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.